Event description:
Please refer importer report (B)(4).

Manufacturer narrative:
All parameters of the four lots were found to be in according with the specifications valid at the time of manufacturing. The washing cycles were run according to specifications and no alarm or deviation occurred during operations. The sterilization cycles were performed according to specifications valid at the time of production. From the data collected, there are no evidence that the infection is device related.